Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer cleared the alarm and performed a fill tubing and verified that insulin drips were seen coming out of tubing. Subsequently, the occlusion alarm occurred again and the customer changed the pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg.